Manufacturer narrative:
It was reported the statspin express 4 centrifuge was able to operate with the lid not latched or locked. No injuries were reported. Customer stated audible sound from solenoid clicked, but the lid did not lock. Customer stated the latch guide appeared to be in good condition. No cracks or gaps were noticed between the latch brackets to the bezel.

Event description:
Customer reported the unit could not run without lid latching.